Event description:
It was reported that the lead impedance was around 450 ohms measured through the old device, but after opening the pocket and testing the lead with the analyzer, the impedance was greater than 2500 ohms bipolar and greater than 4000 ohms unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.